Event description:
Boston scientific received information that during a device change out procedure with an implantable cardioverter defibrillator (ICD), the physician was unable to retract the setscrew from the right ventricular (rv) and atrial rate sense portions of the lead. The competitor sales representative stated that the set screws were stripped. The physician electively cut and surgically abandoned the leads. The ICD was successfully removed and will be returned for analysis. No adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.